Event description:
There was an allegation of questionable troponin t hs stat elecsys results for one patient from cobas 8000 e 602 modules. Analyzer a is serial number (B)(4) and analyzer b is serial number (B)(4). Sample 1 (plasma) taken at 19:02 had an initial result from analyzer a of 6.0 ng/l. The repeat result on analyzer b was 6.33 ng/l. Sample 2 (plasma) taken at 19:40 had an initial result from analyzer a of 41.5 ng/l. The repeat result from analyzer b was 37.8 ng/l. A serum sample from this venipuncture was tested and the result from analyzer a was 3.4 ng/l. Sample 4 (plasma) taken at 21:58, had an initial result from analyzer a of 32.9 ng/l. The repeat result from analyzer b was 28.7 ng/l. All of the samples were analyzed the following day in another laboratory using a cobas e602 module and all sample results were <5 ng/l. It was requested but not known if any of the questionable results were reported outside of the laboratory.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Four samples from the patient were received for investigation. The troponin t hs stat result for all four samples was <3.00 pg/ml with a data flag. The customer's allegation could not be reproduced. Further clarification is currently not possible with available information and measured results. No reagent-specific issue could be identified and the reagent meets specification. Based on the information provided, a clear root cause could not be identified.